Manufacturer narrative:
Complaint conclusion: as reported, a 4x300mm 155cm saber rx percutaneous transluminal angioplasty (pta) was delivered to the lesion and it covered whole lesion. Its initial inflation was at six (6) atmospheres (atm) for two minutes. It was confirmed by angiography that the lesion still had some indentation, so it was inflated at ten (10) atm. However, it ruptured approximately after 10 seconds. It was unknown how the procedure completed. The procedure completed successfully. There was no reported patient injury. The patient¿s information was unknown. The target lesion was the superficial femoral artery. The patient¿s vessel level of tortuousness was unknown. The lesion was heavily calcified. The rate of stenosis was 80 %. The lesion has diffused stenosis. The product looked normal when removed from its packaging. The device was prepped normally (i.e. Maintained negative pressure). There was no difficulty removing the product from the hoop, the protective balloon covers, or the stylet or any of the sterile packaging components. There were no kinks nor other damages noted prior to inserting the product into the patient. The same indeflator was used successfully with other devices. There was no resistance/friction experienced while inserting the balloons through the rotating hemostatic valve. The device did not have to pass through a previously placed stent. There were no other anomalies noted when the device was removed from the patient. The device was not returned for analysis. A device history record (DHR) review of lot 17666413 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (long heavily calcified diffused lesion) may have contributed to the reported event as calcification/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a saber rx ((B)(4)) percutaneous transluminal angioplasty (pta) was delivered to the lesion and it covered whole lesion. Its initial inflation was at 6 atmospheres (atm) for 2 minutes. It was confirmed by angio that the lesion still had some indentation, so it was inflated at 10 atm. However, it ruptured approximately after 10 seconds. It was unknown how the procedure completed. The procedure completed successfully. There was no reported patient injury. The product was clinically used and will not be returned for analysis. The patient¿s information was unknown. The target lesion was the superficial femoral artery. The patient¿s vessel level of tortuousness was unknown. The lesion was heavily calcified. The rate of stenosis was 80 %. The lesion has diffused stenosis. The product looked normal when removed from its packaging. The device was prepped normally (i.e. Maintained negative pressure). There was no difficulty removing the product from the hoop, the protective balloon covers, or the stylet or any of the sterile packaging components. There were no kinks nor other damages noted prior to inserting the product into the patient. The same indeflator was used successfully with other devices. There was no resistance/friction experienced while inserting the balloons through the rotating hemostatic valve. The device did not have to pass through a previously placed stent. There were no other anomalies noted when the device was removed from the patient.

Manufacturer narrative:
A device history record (DHR) review of lot 17666413 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a saber rx (4 mm 30 cm 155) percutaneous transluminal angioplasty (pta) was delivered to the lesion and it covered whole lesion. Its initial inflation was at 6 atmospheres (atm) for 2 minutes. It was confirmed by angio that the lesion still had some indentation, so it was inflated at 10 atm. However, it ruptured approximately after 10 seconds. It was unknown how the procedure completed. The procedure completed successfully. There was no reported patient injury. The product was clinically used and will not be returned for analysis. The patient¿s information was unknown. The target lesion was the superficial femoral artery. The patient¿s vessel level of tortuousness was unknown. The lesion was heavily calcified. The rate of stenosis was 80 %. The lesion has diffused stenosis.